Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction surgery with implantation of an unknown tissue expander device. Post-operatively, the patient was said to have acquired a bilateral infection their breasts from someone touching them in the hospital which manifested in the form of puss pockets under the expanders. As a result, the patient underwent removal and replaced with unknown gel implants at an unknown time. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-00921 for the contralateral event.